Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high and undefined impedance. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.